Event description:
The hcp reported the pt had been experiencing increased spasticity. The hcp increased the baclofen dose and supplemented the pt with oral baclofen. The pump and catheter were explanted after an implant duration of 24 months and replaced. The catheter was reported to be occluded.